Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on their one touch ultralink meter. The patient mentioned that on (B)(6) 2010 they obtained a result of 481 mg/dl. Approximately 3 hours later, the patient developed symptoms of feeling shaky, sweaty and felt weak. She ate food/drink and contacted their physician for advice and was advised to contact lfs. The patient did not seek any further medical attention or contact their physician for assistance. A quality control test was not done since the patient did not have any control solution. While troubleshooting it was noted that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the patient alleged that they developed symptoms suggestive of hypoglycemia after obtaining an elevated reading on their lfs meter and had to self-treat with food.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.